Event description:
Customer reported that their pump screen was dark and would not turn on. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to attempt a specific troubleshooting step, but the issue persisted. The customer was advised to use non-tandem charging supplies for further troubleshooting and will call back when able to proceed.